Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 451 mg/dl, which was treated with manual injection. The infusion set was removed from the body but the cannula was not bent. Troubleshooting could not be performed because the button error alarm could not be cleared. The discontinuation of the device was advised. The customer's mother called a few days later for an inquiry and the customer's blood glucose at the time of that phone call was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.